Event description:
It was reported that the intellivue mx400 patient monitor alarm did not sound on the bedside device. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The rse reviewed the audit logs and provided the follow analysis: the monitor appears to have been turned on (B)(6) 2025 around 5:32 p.m. And the alarm thresholds were as follows: extreme alarm limits for heart rate. The extreme frequency alarms, extreme tachycardia and extreme bradycardia, are generated by the active alarm source, either heart rate (hr) or pulse. In this case, the alarm source was the pulse with a high limit of 140, the hr at 119 was therefore below the high limit. Yellow alarms sounded at the monitoring center on (B)(6) 2025, among others, between 12:04 p.m. And 1:00 p.m.: high esv burst generated at 12:03:59. Wind rate generated at 12:04:12. Batt. Missing generated at 12:04:19. Paired esv generated at 12:10:49. Paired esv generated at 12:39:06. Paired esv generated at 12:42:24. It was identified that several alarms were silenced at the control panel: (B)(6) 2025 12:10:51 c1.37p paired esv generated at 12:10:49. (B)(6) 2025 12:12:46 c1.37p silence. (B)(6) 2025 12:39:10 c1.37p paired esv generated at 12:39:06. (B)(6) 2025 12:41:06 c1.37p silence. (B)(6) 2025 12:42:27 c1.37p paired esv generated at 12:42:24. (B)(6) 2025 13:00:29 c1.37p silence. (B)(6) 2025 13:28:47 c1.37p polymorphic esv generated at 13:28:42. (B)(6) 2025 13:29:25 c1.37p silence. To find a tv alarm, go to 16:13. (B)(6) 2025 16:13:39 c1.37p wind fib/tachy generated at 16:13:30. (B)(6) 2025 4:14:45 pm c1.37p silence. It was determined that the device was functioning in relation to the settings in place. The alarm source was the pulse with a high limit of 140, the hr at 119 was therefore below the high limit. The device was functioning as configured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).